Event description:
It was reported that the device exhibited a blown fuse with the mainboard. The fuse was replaced and blew immediately when power was applied. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B3: updated. D4: updated. D9 - date returned to MFR: 13-may-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. Review of the event history log showed no available recordings. A 12-month service history check was performed, but no connection could be established. Visual inspection and functional testing confirmed the reported condition. The fault was traced to the printed circuit board (pcb), which was subsequently replaced. Following the repair, the device successfully passed all functional tests.